Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). This device was then successfully upgraded to software revision ae and passed all testing.

Event description:
It was reported that during a ventilator software upgrade, a disconnection occurred and the display reset. There was no patient involvement.